Event description:
Procedure type: temple-cheek modeling. According to the reporter: about eight weeks after surgery ((B)(6) 2011) the seam come apart 0.5 cm. After defect was noticed re-operation ((B)(6) 2011) was necessary with other fathom. No blood loss occurred. No loss or damage to tissue occurred.

Manufacturer narrative:
(B)(4).